Event description:
It was reported the patient experienced an infection of mild severity on the right posterior scalp at the location of the right lead approximately 5 months post deep brain stimulation (dbs) implant procedure. The patient underwent a wound washout and a wound revision, and the reported event has since resolved. The physician assessed the event as having a probable relationship to the procedure and hardware, and not related to stimulation.